Event description:
It was reported 'air bubble was admitted due to wrinkles stuck together on idrt sheet and first idrt opened could not be used. When first idrt ((B)(4)) was removed from the package and its tab was removed, surgeon admitted wrinkles already formed. After placing it in sterile saline basin, surgeon tried to smooth out wrinkles, but it did not work well'. The idrt was not used and there was no delay in surgery. Because the same size was not available, (B)(4) (idrt ts intl 1pk 4x10) was used to complete the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.